Event description:
It was reported that this left ventricular (lv) lead showed what appeared as loss of capture (loc) as there was a delay from right ventricular to left ventricular paced deflections. The pacing output had been elevating to high capture thresholds. Reprogramming the device was recommended as well as an office evaluation. The lv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.